Event description:
On 01/29/1999, the facility's operating room buyer informed the manufacturer's present sales representative for the facility of the following: the facility's operating room buyer found the device on his desk under some paperwork, it had been there for some time. The facility's operating room buyer did not have any info (i.e., catalog/lot numbers, pt identification, implant/event/explant dates or physician names etc.) Available, but wanted the device returned to the manufacturer for analysis. On 02/25/1999, the facility's operating room buyer faxed the manufacturer, the following info: the device was defective. The catheter broke as implantation was attempted. The report also included the device catalog/lot number. No further details were provided at this time.